Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the hemoglobin (hgb) measured value was relatively high when compared to values measured by demo device. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR # 1828100-2015-00090 and 1828100-2015-00091.